Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient activated a remote transmission due to a lead integrity alert (lia). The right ventricular (rv) lead was revealed by x-ray to have pulled back and dislodged. The lead had high thresholds with no capture, noise oversensing with sensing integrity counter (sic) and diminished r-wave sensing. The lead was attempted to be repositioned but was ultimately removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.